Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, as the device did not communicate with the remote monitoring system, the patient was admitted to hospital for a follow up. During the device interrogation, warning [65] was displayed: radio frequency has been automatically deactivated due to external unexpected activations on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior resulted from communication error between the home monitor and the ICD, most probably due to poor rf link.

Event description:
Reportedly, as the device did not communicate with the remote monitoring system, the patient was admitted to hospital for a follow up. During the device interrogation, warning [65] was dispayed: radio frequency has been automatically deactivated due to external unexpected activations on (B)(6) 2017.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, as the device did not communicate with the remote monitoring system, the patient was admitted to hospital for a follow up. During the device interrogation, warning [65] was dispayed: radio frequency has been automatically deactivated due to external unexpected activations on (B)(6) 2017.